Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for follow up. Upon review, it was revealed that the pacemaker was able to be interrogated. However, the pacemaker exhibited a long loading anomaly when parameters were changed. No interventions were made at this time. The patient was stable.